Manufacturer narrative:
The reported events of inadequate capture and failure to extend the helix were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. X-ray examination found the inner coil was over-torqued with all filers broken inside the connector region consistent with procedural damage. The cause of the reported event was the over-torqued inner coil and helix being clogged with blood.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. When the physician tried to move to different position, the helix failed to extend. The rv lead was not used and replaced during the procedure. The patient was stable throughout.